Event description:
Additional information was received from the patient. They reported that to resolve the jolt sensation and other uncomfortable symptoms, their neurologist set the default start-up values to low levels, allowing them to increase the values themselves in small increments. They confirmed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had their first programming appointment and initially experienced good results. However, on the way home, the patient began to feel increasingly uncomfortable and decided to turn the therapy off. When the patient tried to turn therapy back on the next day, they said that it was worse and felt like a jolt of electricity going through their body. Upon inquiry, the caller mentioned that they had reported this issue to the managing physician's office and were advised that the patient could turn the therapy back on and then decrease the voltage. However, the patient expressed a preference to have the voltage decrease while the therapy remained off. The agent reviewed programming options with the patient and redirected them to their healthcare provider for further assistance in addressing the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided additional information. They reported that the likely cause was a too-high default setting for the adjustable p arameters.